Event description:
Pt was under going a hearing test by employer. At the time of the test electrical maintenance or repair was taking place near by. An electrical power system anomaly occurred in the building where the test was being performed causing a high intensity spike in power. The pt claims to have experienced an explosive sound through the audiometer and into the left ear. The pt claims to have suffered permanent hearing damage.